Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was not reported. It was not reported if pd therapy was ongoing until the time of death or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.